Manufacturer narrative:
Other text: additional information: a1, h6, h10: information was received on (B)(6) 2022 indicating that there was no patient involvement in this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was missing the rubber feet a review of the event history log (ehl) identified force sensor test error. During the functional testing the reported issue was able to be duplicated. The force sensor was out of calibration. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure. Force sensor test. No adverse effects were reported.